Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. Insulin pump received with minor scratched display window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.